Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had lost weight and stated that the generator flips in pocket making it difficult to recharge. Patient would like to move battery to a different location and possibly replace generator for new technology. Impedances were checked and were within normal limits. Patient was able to use programmer and recharger, but had difficulty getting recharger to couple due to positioning of generator in the pocket. Surgical intervention was scheduled for (B)(6) 2021.